Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) nurse reported the patient was diagnosed with peritonitis on (B)(6) 2015. Per the nurse the culture results revealed a staph negative infection and was treated at the patient's home for peritonitis. The nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment. The patient did not wash their hands and did not don a mask. As of (B)(6) 2015, the patient was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy without issue. Medical records were requested.